Event description:
Additional information received indicated that the patient was asymptomatic to the lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead was sensing noise. The physician implanted a new ra lead on (B)(6) 2021 and the existing lead remained implanted and is inactive .the patient was stable throughout the procedure. Further information was requested but not received.